Event description:
Complainant alleged that during a routine shift check by a clinician, the clinician received an unintended delivery of energy at 30 joules. Complainant did not indicate that there was any adverse effect to the user due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.